Manufacturer narrative:
Four pictures were received for analysis. A leak was observed in the tube of the inflation line, confirming the reported customer complaint. Cuff and inflation line assembly operation were reviewed, and no discrepancies were found. The inflation test is performed on 100 percent of product during production, as well as visually inspecting the cuff for ragged edges. The problem source was determined to be that damage occurred after it has left smiths medical facilities, or a lack of detection by production personnel.

Event description:
Additional information was received on (B)(6) 2019, stating that patient was subsequently transferred to itu. A chest radiograph was taken shortly after, demonstrating bilateral pneumothoraces requiring bilateral chest drains. The patient slowly desaturated and required manual ventilation via the anaesthetic machine in order to generate adequate tidal volumes. At this time, the patient's blood pressure dropped and he required boluses of peripheral vasopressors (metaraminol) and intravenous fluids. Patient continued on intravenous antibiotics. The incident was also reported to be resolved.

Manufacturer narrative:
Report source: foreign, (B)(6).

Event description:
Information was received that air leaked from the cuff during the use of a smiths medical portex blue line ultra suctionaid tracheostomy tube. Emergency airway management was performed on a patient. He was diagnosed as having acute epiglottis and after a failed attempt at awake fibreoptic trachea intubation, an awake tracheostomy under local anaesthetic was performed by the ear, nose and throat (ent) team. Shortly after insertion of the tracheostomy, it was noted that the tidal volumes on the ventilator were diminishing and that the cuff pressure was gradually decreasing. This was initially managed by repeatedly injecting more air into the cuff port of the tracheostomy. However after several more minutes, it was apparent that the cuff leak would be a problem so the initial tracheostomy tube was removed and replaced in theatre by the ent team, prior to transfer to intensive care. No further adverse patient effects were reported.